Event description:
It was reported that the device was in use for infusion of veletri. The reporter stated the device leaked during infusion. No adverse effects to patient reported.

Manufacturer narrative:
Other, other text: additional information in d3, d5, d10, g2, g4, h3, h6, and h10. This remediation MDR was generated under protocol b10009704, as a result of warning letter (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The returned samples consisted of two hundred and seventeen (217) products; the samples were received in new conditions and with their original unopened packaging. The samples were visually inspected, at a distance of 12 in to 24 in and normal conditions of illumination; no discrepancies were found. Functional test: leak test was performed to the sample; no leaks were detected or other discrepancies. No root cause had to be determined since the complaint was not confirmed. No corrective actions were required since the complaint was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.